Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a deformation of the fixation helix was found. Furthermore cuttings in the insulation and damages of the steroid collar were observed. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Blood penetrated the lead in the cut areas. In summary, a deformation of the fixation helix, cuttings in the insulation and damages of the steroid collar were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold measurements and was dislodged. The lead was explanted and replaced. No adverse patient effects reported. This report will be updated should additional information be received. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.